Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position and the reported difficulty to remove the device were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. The 3.5x18mm xience xpedition stent delivery system (sds) met resistance during advancement into the non-abbott introducer sheath and met resistance during withdrawal with the non-abbott guiding catheter. Upon withdrawal of the sds, the stent implant was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x18mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.